Event description:
In 2001, the user facility's charge, rn informed the MFR's rep of the following: peel away introducer sheath split apart in three (3) pieces with a piece remaining in the pt. This required the surgeon to enlarge incision to remove 3-4" sheath piece from pt.